Manufacturer narrative:
The device was inspected and tested on 9th october 2018. Within this inspection functional testing and visual inspection was made. Result: the device was out of specification; torque screw out of specification (too low); interval of the supplier maintenance was exceeded by the customer. As the device was out of specification, it generally cannot be excluded that the device has contributed to the event. Additional forces on the system and the skull, due to the procedure (flipping patient pulling and tilting skull clamp with skull); might have contributed to the event as well as the pinning technique/application of the skull clamp.

Event description:
Customer service was contacted on (B)(6) 2018 by the customer, stating that the radiolucent skull clamp was involved in a slippage and they would like an inspection. Patient was flipped from supine to prone and the procedure was a posterior fusion.